Event description:
It was reported that during a thyroidectomy procedure, the device had an issue with clip ejection and clip formation. Another similar device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.